Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. It was advised that the customer could continue using the pump and should call back if any malfunction code reappeared.